Event description:
The customer reported to customer service that the transformer of her pump in style breast pump had exposed wires. She also reported that she saw sparking from the exposed wires.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported sparking from exposed wires on the transformer of her pump in style breast pump. Multiple contacts to obtain more information from the customer have been unsuccessful. Also, the original product has not been received by medela. Should the product be received and evaluated resulting in new information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safely notification was initiated on 04/04/2011. Activities related to this notification are on-going.